Event description:
A report was received that the patient was experiencing uncomfortable stimulation and was having incontinence issues. The physician believed that the patient's symptoms were related to the device pushing on a nerve. The patient underwent an explant procedure and was doing well following the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2108-50m, serial #: (B)(4), description:scs lead kit, phase 2 sterile package.

Event description:
A report was received that the patient was experiencing uncomfortable stimulation and was having incontinence issues. The physician believed that the patient's symptoms were related to the device pushing on a nerve. The patient underwent an explant procedure and was doing well following the procedure.

Manufacturer narrative:
Device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The complaint was not confirmed. The patient's profile showed excessive battery depletion. The ipg was damaged by electrocautery during the explant procedure, and capacitor-c10 was found to be leaking which is the source of the excessive battery depletion. Device evaluation indicated that the lead kit (sn#(B)(4)) passed visual, electrical, performance and photographic imaging tests performed. Device evaluation indicated that the lead kit (sn#(B)(4)) passed visual, and performance tests performed. The lead exhibited an open contact - electrode 7. The patient's setting indicated that the contact 7 has been utilized. The root cause of the damage is unknown.